Event description:
Customer reported the express 4 unit did not have power and the main board was burnt out.

Manufacturer narrative:
It was reported to express 4 unit connector from the power supply to the main board had melted onto the main board. There was no exposure to the user, no one required medical attention, no open flames or smoke was reported, or fire department being called.